Manufacturer narrative:
A ge representative performed an on-site investigation. The mainframe backplane and the ribbon cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system's monitor screen went black and that the unit would not produce x-rays. No patient injury was reported.